Event description:
On (B)(6) 2015, the reporter contacted animas alleging, when using the ezcarb feature of the pump, the pump was not calling for any insulin when it should have. The reporter allegedly programmed 27 grams of carbohydrates and the insulin on board (iob) indicated 0 units. The patients¿ blood glucose (bg) reportedly was 7.5 mmol and the target bg was 10 +/- 2.5 mmol. It was noted during troubleshooting, customer technical support (cts) had the reporter go to the ezcarb menu and program 30 grams of carbohydrates without entering a bg. The pump reportedly displayed 0 units recommended for carbs and no iob was displayed. The insulin to carb (I:c) settings reportedly were correct. It was noted that the reporter made another attempt using the ez-carb feature and again the pump displayed 0 units of insulin. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box and alarm history revealed no activity outside of normal use. The returned battery cap and cartridge cap were used to complete the investigation. A review of the history revealed, the ez-carb bolus delivery parameters were entered and the pump suggested 1.70units. The suggested amount has to be manually validated by the user in order for the pump to deliver. During evaluation, the ¿ez-carb¿ manual calculation was performed and was found to match pump¿s calculation. The product performed within specification and the reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.